Manufacturer narrative:
The reported device was received in a condition was contradictory to the complaint description (separation/detachment of implant coil). The customer did not report the detachment of the implant coil at the time of the event. Only the implant coil returned for investigation and there were no defects found. Without the returned pushwire it is not possible to determine the cause of detachment. All coils are 100% inspected for damages and irregularities during manufacture. Follow-up was conducted to confirm the complaint details and that the correct device was returned; however, no response was received from the customer. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the axium detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment of vein of galen, this coil would not exit and was stuck within the introducer sheath. The patient was treated with another coil the procedure was completed. No patient injury was reported. Evaluation of the returned device found that the implant coil was detached from the pushwire. The pushwire was not returned for in vestigation.

Manufacturer narrative:
Based on the additional information and device analysis, the clinical observation of "coil pre-mature" detachment was confirmed. However, only the implant coil returned for investigation and there were no defects found. The pushwire was discarded by the customer; therefore, any contributing factors from the pushwire could not be assess and not possible to determine the cause of detachment. All coils are 100% inspected for damages and irregularities during manufacture. Per the axium detachable coil and i.d. (Instant detacher) instructions for use (IFU): precaution: "handle the axium detachable coil with care to avoid damage before or during treatment". If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that customer noticed the coil detached during the event. The coil was pushed 2-3 times from the introducer sheath to check whether it¿s still working, then coil got detached.